Event description:
Pt detected infection 10 days post-up (1st metatarsal-phalangeal fusion), amputation of big toe 20 days post-op. Infection; morganella gram neg. Concurrently had arthroplasty of toes 2, 3, 4. Isotis' accell connexus used only on 1st metatarsal-phalangeal fusion surgery. Patient is non-smoker, is not a diabetic, is immuno-compromised.